Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 700 mg/dl. Cause was not known. Reportedly, customer went to urgent care to address the high bg. Customer could not provide any additional information. Customer will discuss alternate insulin therapy methods with health care provider.